Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they were soaked all the time and that they had chronic utis since getting the implant and were on antibiotics for the past five months. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient has a history of pre-existing uti and also after getting implant. Patient also started that the infection gave her chills and body aches and decrease in appetite and vaginal discharge and general malaise. Patient further reported that they have been incontinent of stool since the recent infection. Patient also stated that they just recovered from the latest uti and that the uti were resolved by the use of antibiotic but that the uti makes their depression, anxiety and self-worth worse and that they do not have any pains at the moment no further complications were noted nor anticipated